Event description:
New information received notes the entire system including leads were explanted. The patient indicated they had previously lost consciousness prior to presenting at the emergency department with syncope. The generator was originally implanted outside the u.s. And had been subject to advisory. Pocket manipulation was performed, and no evidence of noise was observed but when asked to raise her arms during isometric holds, loss of capture was observed on telemetry. Since the patient was dependent, they proceeded to extract the leads on (B)(6) 2023. The patient was stable. The leads were non-abbott leads. The patient was travelling to a different country and had no additional records of the leads involved.

Manufacturer narrative:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacing dependent patient presented for follow up after a syncopal episode. An interrogation of the pulse generator revealed loss of capture that was reproducible with isometrics. However, device function was reported as normal and it could not be determined if the device contributed to the patient's syncope. The generator was explanted and replaced. There were no further adverse patient consequences reported.